Manufacturer narrative:
Initial reporter facility name -(B)(6).

Event description:
(B)(6) clinical trial. It was reported that a dissection occurred during stent placement. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on (B)(6) 2019 as a part of the (B)(6) clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6 mm x 100 mm study stent. Following post-dilation, a dissection was observed along with pseudoaneurysm of the right groin. An additional 6mm x 40mm stent was placed to treat the dissection, where the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication.

Event description:
Eminent clinical trial. It was reported that a dissection occurred during stent placement. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on (B)(6) 2019 as a part of the eminent clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6 mm x 100 mm study stent. Following post-dilation, a dissection was observed along with pseudoaneurysm of the right groin. An additional 6mm x 40mm stent was placed to treat the dissection, where the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication.

Manufacturer narrative:
Correction to field b5: describe event or problem. E1: initial reporter facility name -(B)(6).

Manufacturer narrative:
Correction to field d6: implant date an d h6: device codes. E1: initial reporter facility name - (B)(6).

Event description:
Eminent clinical trial. It was reported that a dissection occurred during stent placement. The subject underwent treatment with the 6.0mm x 100mm eluvia drug eluting stent on 19-mar-2019 as a part of the eminent clinical trial. Target lesion was located in the right proximal superficial femoral artery (sfa) with 96% stenosis and was 60mm long with a proximal reference vessel diameter of 5mm and was classified as tasc ii a lesion. Target lesion was pre-dilated and treated with placement of a 6 mm x 100 mm study stent. Following post-dilation, a dissection was observed along with pseudoaneurysm of the right groin. An additional 6mm x 40mm stent was placed to treat the dissection, where the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with antiplatelet medication.